Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05405. It was reported the pt was not receiving adequate coverage. The pt underwent surgical intervention to resolve the issue. During the procedure, the doctor damaged two leads (from the same lot) and two anchors (from the same lot). The leads and anchors were replaced. Stimulation and coverage were restored post-op.

Manufacturer narrative:
Eval results: both anchors were received damaged and in a manner that relates to the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.